Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer blood glucose at the time of incident was 107 mg/dl. Troubleshoot was performed. Customer states force sensor did not detect the reservoir while sitting. The alarm occurred during rewind and prime sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instruction. The insulin pump will not be returning for analysis.